Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date 08/2021).

Event description:
It was reported that during an angioplasty procedure in the left common iliac vein, the pta balloon allegedly ruptured at 8atm on the first inflation attempt. Reportedly, there was difficulty retracting the balloon through the sheath and subsequently the balloon and sheath were removed as one unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the left common iliac vein, the pta balloon allegedly ruptured at 8atm on the first inflation attempt. Reportedly, there was difficulty retracting the balloon through the sheath and subsequently the balloon and sheath were removed as one unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. An attempt was made to inflate the device and a pinhole rupture was noted in the balloon. Therefore, the investigation is confirmed for a pinhole rupture. However, the investigation is inconclusive for the reported retraction issue as the device was unable to be fully functionally tested due to the rupture, and as the user's introducer sheath was not returned with the device. Per the reported event details, the target lesion was calcified and a wall stent was present during the procedure. Therefore, it is possible that patient and/or procedural issues contributed to the event. However, the definitive root cause for the reported or identified issues could not be determined based upon the available information. It is also unknown if the original sheath used in the procedure contributed to the reported retraction issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 08/2021).